Manufacturer narrative:
At this time, the device and leads remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that no strips were recorded at the time the patient went into asystole. Strips were recorded after CPR was administered and it did appear that the patient was in atrial flutter at a rate of 140 bpm. The patient is currently in the intensive care unit (ICU) on a ventilator. The patient has an underlying sinus rhythm with atrial flutter. A ts consultant reviewed the information and memory download provided. The ts consultant discussed that there appeared to be some confusion about what is being referred to as cardiac arrest and without any strips to review, it cannot be determined what actually occurred. The arrhythmia logbook is showing that there were many atrial tachy response (atr) episodes recorded around the time of the event with conduction to the ventricle at rates ranging from 100 to 140 bpm. There were also a couple of nonsustained ventricular tachycardia (vt) events recorded later the same day at rates of 150 to 200 bpm. No additional adverse patient effects were reported.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy pacemaker (crt-p), right ventricular (rv) and left ventricular (lv) leads experienced a ventricular tachycardia (vt) and then went into cardiac arrest. Chest compressions were administered. After the cardiac arrest, the nurse noted that there was a long pause causing asystole noted on the monitor. The field representative was called to the hospital to perform a full check on the system and determine the reason for the noted loss of capture. Lead testing showed all good parameters. The field representative noted that the non-boston scientific right atrial (ra) lead displayed an anodal signal and it was potentially suspected that the leads may have dislodged during chest compressions. A memory download was performed and sent to boston scientific technical services (ts) for review. No additional adverse patient effects were reported.